Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject pacemaker was pacing during mode switching at a rate (60min-1) higher than the basic rate (55 min-1) when the patient was in the hospital for a heart failure on (B)(6) 2015. Several parameters re-programming (disabling any functions that could be related to the pacing rate, programming in safer mode at 55min-1, ddd mode at 55min-1...) Were performed and the same behavior was observed yet again. An explanation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject pacemaker was pacing during mode switching at a rate (60min-1) higher than the basic rate (55 min-1) when the patient was in the hospital for a heart failure on (B)(6) 2015. Several parameters re-programming (disabling any functions that could be related to the pacing rate, programming in safer mode at 55min-1, ddd mode at 55min-1...) Were performed and the same behavior was observed yet again. An explanation is required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
It was reported that the subject pacemaker was pacing during mode switching at a rate (60min-1) higher than the basic rate (55 min-1) when the patient was in the hospital for a heart failure on (B)(6) 2015. Several parameters re-programming (disabling any functions that could be related to the pacing rate, programming in safer mode at 55min-1, ddd mode at 55min-1...) Were performed and the same behavior was observed yet again. An explanation is required.